Manufacturer narrative:
A partial lead with connector pin measuring 18.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented for an atrial lead replacement due to dislodgement. During pre-operative check, the intracardiac electrogram showed that the atrial lead was sensing the ventricular chamber. No electrical anomalies were observed. The lead was capped and replaced. Patient was stable before, during, and following the procedure. Patient presented for post operative interrogation on (B)(6) 2017 and normal function was observed. Patient was discharged in stable condition.